Event description:
It was reported that the device exhibited post paced t-wave oversensing. Programming changes were made. At a subsequent visit, the oversensing was observed again. Further programming changes were made. The patient was asymptomatic and stable each time.